Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 45 mg/dl at its lowest); cause was not known. Food/juice were consumed to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.